Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer called to report high blood glucose levels and excessive no delivery alarms. The customer stopped using the insulin pump for an unspecified amount of time. The customer's reading was 600 mg/dl. The customer treated with manual injections. The customer did not report any symptoms. The customer performed troubleshooting and was able to clear the alarm and see insulin exit the tubing. The customer was advised that the product was working as designed and nothing was replaced or returned.